Event description:
It was reported that during implant, the guide wire could not insert the lead. The lead was also too large to reach the target vein. The lead was not used and a new lead implanted. No patent complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies found. There was blood/body fluid on the distal conductor (not obstructed), outer tubing overlay, and helix/lobe mechanism. There was a problem with the anchoring/retention sleeve. The lead appeared damage at implant. Visual analysis revealed that the retention sleeve had a tear at clip on site, but retention sleeve remains intact. Also, blood was present in the lobes.